Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the battery gauge was fluctuating and the pump battery was depleting quickly. It was also reported that the pump time was incorrect, cause was unknown. Lastly, it was reported that the pump touch screen had "burnt" pixels. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.